Event description:
Erosion of lead system was reported. The lead was removed. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2010 that revealed an out of spec analysis for the 4024 lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. The outer insulation had breached environmental stress cracking; all conductors had blood/body fluid (not obstructed); outer insulation cosmetic depression and environmental stress cracking.